Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device and found it was out of specification in relation to the reported symptom, downstream occlusion alarms, which were reproduced during evaluation and confirmed through a review of the device event history log. During evaluation, a failing downstream sensor was determined to be the cause and was replaced.

Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message. It was also reported there was no patient injury.